Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 496 mg/dl and 196 mg/dl. Customer had alleged that the insulin pump was under delivering. Customer also reported air bubbles in the tubing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was advised to change the entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.